Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen delayed in responding to presses. Reportedly, when the customer entered a blood glucose (bg) of 68 mg/dl, the pump display was momentarily frozen on the low bg reminder screen. At the time of the report, the display became unstuck and the customer was able to clear the reminder. The customer's bg was 123 mg/dl.